Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model, and the capsular bag tore upon insertion into the eye. The surgeon removed the lens, performed a vitrectomy and put a lens in the sulcus. It was reported not a problem with the lens. Further information has been requested, but none forth coming. If more information is received a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: method: a work order search. Results: (other) - a work order search was performed for similar complaints, and no simialar complaints were found. The lens box was returned with no lens in the box. It should be noted that the injector and cartridge were not returned for evaluation.